Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 14 mg/dl at the time of hospitalization. Customer stated that he was found unresponsive at home by his family. Customer stated that he had an amputation and cataracts removed and possible that all the medication contributed to her low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.